Event description:
On april 12, 2007, the patient's husband, on behalf of the lay user/patient, contacted lifescan alleging that the patient's one touch ultra meter was "not working" and the patient reportedly has been unable to successfully test on the meter. The patient has had the meter since approx two months earlier. The patient's husband stated that they did not know how to use the meter and went to the pharmacy towards the end of that month, for assistance. The pharmacist referred them to call lifescan, but the patient's husband claimed that he did not have time to call lifescan until original date. The patient's husband indicated that the patient has gone to the emergency room recently four days later, and the following month, due to high blood glucose levels with symptoms of dizziness and difficulty standing up. At the time, the patient was not taking any diabetes medications. Her blood glucose levels were "260 mg/dl and above" on the hospital's devices and she was treated with "medicines" and IV fluids. Prior to both incidents, the patient reportedly attempted to test on her meter, but the meter would not work. The patient's husband clarified the meter issue and stated that the meter would not give her a blood glucose reading after applying the blood. After the same day, emergency room stay, the patient was prescribed diabetes medications (unknown type/dosage). When the patient's husband spoke with the customer care advocate (cca), the meter was not turning on by inserting a test strip. The power issue was not resolved with troubleshooting. This complaint is being reported due to the following conclusion: the patient alleged to have been unable to test on the meter and ended up going to the emergency room on two occasions for high blood glucose levels. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.